Event description:
It was reported that the body of the catheter PICC groshong, detached from the connector. The catheter was removed.

Manufacturer narrative:
The device has not been returned to the MFR, at this time, for evaluation. A lot history review (lhr) of rexe0388 showed no other similar product complaint(s) from these lot numbers.